Event description:
While servicing a (B)(6) old female patient's monitor for an unrelated issue, a reportable problem was discovered. Monitor sn (B)(4) was constantly resetting. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is currently underway. As received, the monitor would not power on. Upon service investigation, there was a segmentation fault while performing a flash memory test. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) on the computer / analog board sn (B)(4). The root cause of the failure is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective components. The patient received a replacement monitor.